Event description:
Nurse was administering heparin 5000 units with the monoject syringe needle. The nurse inserted the needle and upon removal the needle broke. Subsequently removed the needle from the patient intact.